Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pt had mesh in the bladder. The pt underwent surgery to remove the mesh from her bladder. It was reported that in (B)(6) 2013, at (B)(6) hosp, the pt had the device implanted via colpopexi to repair vaginal prolapse. During the surgery, the bladder was perforated. On (B)(6) 2014, at (B)(6) hosp, a procedure was done via cytoscopy and general anesthesia to remove foreign body in bladder. They also tried rectoscopy to remove the mesh from the bladder, and hoped that the bladder would reconstruct itself. On (B)(6) 2014, a control cytoscopy with transluminal removement of foreign body from the bladder was once again attempted. It was not possible to completely remove all of the mesh, and the pt may have to have an abdominal incision to remove the remainder of the mesh. Per additional info received, the pt has been experiencing incontinence.